Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4)

Event description:
Information was received from a representative and healthcare professional (hcp) regarding a patient receiving intrathecal morphine 20 mg/ml at 15 mg/day. During a routine end-of-life pump replacement, the doctor wanted to change the connector piece of a catheter. Additional information was requested to determine what prompted the replacement of the catheter connector. Refer to manufacturer's report #3004209178-2015-20040 for information regarding further issues encountered when replacing the connector.